Manufacturer narrative:
Compliant conclusion: as reported, the black peel away tubing for a 6mm medium support angioguard rx embolic capture guidewire (ecgw) system did not peel properly. The peel was not linear and caused the tubing to stop which deployed the angioguard filter and dragged it into the stenosis. As a result, a non-cordis long catheter sheath introducer (csi) was advanced to recapture the angioguard filter and remove it. It is believed the device was deployed but wasn't able to peel all the way. The device was removed when it didn't peel properly. A second angioguard egcw was used without issue to continue the procedure. There was no reported injury to the patient. This was during a procedure to stent an internal carotid artery lesion in which the femoral artery was used for access. The device was stored and prepped per the instructions for use (IFU). A non-sterile unit of a 6mm basket, medium support, angioguard rx for us carotid was received inside of a clear plastic bag. The device was unpacked to perform the visual evaluation. The returned components are the deployment sheath and the ecgw system. The rest of the components were not returned for analysis. The ecgw system was received inserted inside the deployment sheath. In addition, the deployment sheath was received peeled until 118.5 cm from the distal tip. No other outstanding details were observed on the returned part. Functional analysis was performed, a guide wire was inserted into the deployment sheath via the distal tip until it can be seen out of the partial peeling area. The peeling process was resumed until the peeling was fully completed. No resistance or anomalies were observed. The unit was inspected under the vision system, and it was observed that deployment sheath was twisted and opened. A product history record (phr) review of lot 35269680 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿deployment (delivery) sheath-peeling difficulty (rx only)¿ and ¿delivery system premature deployment- during tracking¿ were not confirmed through analysis of the returned device. The unit was received partially prematurely peeled and deployed; however, the tracking difficulty cannot be replicated in the lab. There were no anomalies observed on the peeling functional testing; therefore, it was not possible to determine what may have caused the reported issue. The exact cause of the event could not be determined during analysis. Based on the information available for review, procedural or handling factors may have contributed to the event as evidenced by the peeling sheath was received twisted and opened as noted during analysis. According to the precautions in the safety information of the instructions for use, ¿the deployment and capture sheaths are delicate instruments and should be handled carefully. Prior to use, and when possible during the procedure, inspect the deployment sheath, capture sheath, and capture sheath rx port region (approximately 30 cm from the distal tip) for bends, kinks, or other damage.¿ neither the phr review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, d4, g3, g6, h1, h2, h3, h6, and h10. A review of the manufacturing documentation associated with lot 35269680 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the black peel away tubing for a 6mm medium support angioguard rx embolic capture guidewire (ecgw) system did not peel properly. The peel was not linear and caused the tubing to stop which deployed the angioguard filter and dragged it into the stenosis. As a result, a non-cordis long catheter sheath introducer (csi) was advanced to recapture the angioguard filter and remove it. A second angioguard egcw was used without issue to continue the procedure. There was no reported injury to the patient. This was during a procedure to stent an internal carotid artery lesion in which the femoral artery was used for access. The device was stored and prepped per the instructions for use (IFU). The device will be returned for evaluation.